Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 290cc saline breast prosthesis that deflated after implantation. A surgeon observed a leaky valve in the left breast prosthesis. As a result, the patient underwent unilateral explantation and replacement with a mentor smooth round high profile 290cc saline breast prosthesis on (B)(6) 2021. The suspect medical device was discarded after explantation surgery.